Manufacturer narrative:
Evaluation summary: as returned, the articular surface shows no sign of an attempt to install. Since the complaint states that the device was autoclaved prior to being returned to zimmer, dimensional analysis could not be performed. A definitive root cause cannot be determined with the info provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the articular surface would not lock into the tibial component.